Event description:
It was reported that the user experienced elevated blood glucose after a meal while using the ilet system, reaching approximately 250 mg/dl, with infusion set inset 6 mm, 23 in on the abdomen and no false meal announcements reported. Symptoms included hyperglycemia with thirst. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.